Event description:
It was reported that the patient received inappropriate therapy while reaching to open window blinds. The patient went to the ER and the device was interrogated. Review of the egms showed a noise problem on the lead that was causing oversensing and inappropriate vf therapy.

Manufacturer narrative:
Na